Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Na.

Event description:
It was reported that this was a venous closure of the right common femoral vein using a prostyle device after an electrophysiology procedure using an 8f sheath. Reportedly, there was no suture with plunger pull back. Another prostyle was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. It was confirmed that both an anterior and a posterior needle to cuff miss had occurred. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The root cause of the reported difficulty is related to circumstances of the procedure. In this case, based on the returned device analysis, both anterior and posterior needles were deflected during deployment causing the failure to cycle. In this case, it is likely that an interaction with patient anatomy or inability to maintain position/stability of the device during deployment contributed to the reported suture retrieval issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.